Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient was explanted of the concerned ci on (B)(6), 2013, as a CT scan verified that the electrode was positioned incorrectly. The patient was implanted with concerned ci on (B)(6), 2013. In this surgery only half the electrode array's length could be inserted due to a malformed inner ear.